Event description:
A malfunction on the pump was reported by a caller, who noted that no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through resetting the malfunctioning pump. The customer was informed that they could continue using the pump and advised to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.